Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened; the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was a carotid artery angioplasty with stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8.2 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned along with an aluminum foil pouch and bypass tube. The hemostasis sheath, arteriotomy locator and guidewire were returned as well. Visual inspection revealed that there were no anomalies on the accessory components of the device. The bypass tube was completely detached from the main body of the carrier tube and the anchor and swollen collagen were exposed. No deformation or damage was noted on the anchor or the bypass tube. The poly foil pouch was examined, and it was fully opened all the way to the end. No other visual anomalies were noted with the device. The hemostasis sheath and arteriotomy locator were returned; however, not completely mated. It was attempted to mate together, and the locator snapped in the sheath hub cap as intended. Functional testing was not performed; the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to moisture. The inner diameter of the bypass tube at the distal end was measured and found to be 0.0907" which was within the specification of 0.091" +0.002/-0.001. All measurements were within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.